Event description:
It has been reported to company that the hypotube broke while removing the stent delivery catheter from the patient. The occlusion balloon wire was inserted into the patient and inflated to occlude the vessel. The physician inserted the stent delivery catheter and deployed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the particulate from the vessel twice. The physician removed the aspiration catheter and deflated the occlusion balloon. The physician then repositioned the occlusion balloon and attempted to inflate the balloon and it would not inflate. The physician prepped again and pulled negative and noticed blood, suspected that the balloon had burst. The physician decided to continue the case without the occlusion balloon being inflated. The physician inserted the stent delivery catheter and deployed the stent. The physician removed the stent delivery catheter and the hypotube of the device broke. The broken portion of the hypotube remained inside of the stent delivery catheter and was able to be removed successfully without surgical intervention. The patient is reported to be fine.